Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the sensor gave inaccurate values on (B)(6) 2014. Patient reported that the device read higher and lower than the finger stick values. Patient reported he is experiencing health issues and pain unrelated to diabetes at the time of contact with dexcom technical support.